Event description:
It was reported that during use of the tendon harvester in an acl reconstruction, the patient's hamstring graft shredded. This event lengthened the procedure time and resulted in the surgeon using a bone-bone technique to complete the reconstruction. To date, it was reported that the patient is recovering without complications.

Manufacturer narrative:
No medwatch received from user facility. All sections on this form completed by the manufacturer. Investigation results. The tendon harvester was returned for evaluation. During visual examination, the cutting edge of the instrument was found to be damaged with nicks/gouges and dull. This damage can contribute to shredding of the graft. Conmed linvatec repair records indicated this instrument was manufactured in year 2003 and has no repair history.